Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4)¿ the dentist reported that 1 year and 6 months after the dental implant was installed in intraoral region 7#, its loss of osseointegration was observed. 60ncm of primary stability was achieved, immediate load and immediate implant procedures were performed and the patient presented bone type iii.